Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-07-11. The hcp reported that the patient did have frequency and the patient¿s frequency symptoms had not changed. The hcp reported that the patient had pain or burning when she urinated. The hcp reported that the patient sometimes had pain or burning with urination. The hcp reported that the associated symptoms did not occur at the same time as the symptoms. The hcp reported that the patient didn¿t have a history of urinary tract infections. The hcp reported that the patient¿s urgency symptoms had not changed. The hcp reported that the patient did leak urine when she had a strong urge to void. The hcp reported that the patient did have urinary incontinence. The hcp reported that the patient did leak urine when she coughed, laughed, sneezed or bears down. The hcp reported that the patient¿s symptoms had been present for 10 years. The hcp reported that the patient got up at night to urinate 1 time. The hcp reported that the patient had not been treated with oral medications. The hcp reported that the patient said the bladder symptoms were somewhat bothersome. The hcp reported that the patient had extensive urologist history and had been undergoing excellent care with a different hcp. The hcp reported that the patient had baseline frequency, urgency and mixed incontinence. The hcp reported that the patient had mild nocturia. The hcp reported that the patient had urethral pain for the last month on and off. The hcp reported that s/p tah and anterior colporrhaphy, extraperitoneal colpopexy with mesh. The hcp reported that there was a good stream. The hcp reported that h/o emptying improved with the device. The hcp reported that previously incomplete emptying, now pvr was 0. The hcp reported that there were no issues with her device. The hcp reported that on (B)(6) 2014 the patient had diverticulitis and urinary tract infection (uti), culture positive, s/p treatment. The hcp reported that on (B)(6) 2014 the patient was currently having dysuria and suprapubic pain. The hcp reported that on (B)(6) 2014 the patient felt like she might have a cystocele that was coming out sometimes. The hcp reported that on (B)(6) 2015 the patient had been having suprapubic pain, dysuria and nausea, etc. Starting (B)(6). The hcp reported that on (B)(6) 2015 the patient had been having some utis, but had stopped the premarin. The hcp reported that on (B)(6) 2015 the patient had not needed to take the antibiotic she was given because she was on doxycycline for rosacea. The hcp reported that on (B)(6) 2015 the patient thought she was better overall and was using the premarin cream. The hcp reported that on (B)(6) 2016 the patient had not had any utis in the last 6 months and was still using the premarin cream. The hcp reported that on (B)(6) 2017 the patient was there for her yearly appointment and she still had trace microheme and would send cyto. The hcp reported that on (B)(6) 2017 the patient was emptying well with pvr of 20 c, qmax was 25. The hcp reported that on (B)(6) 2017 the patient had trouble with constipation, with sensations of difficulty emptying her bladder and she was having to positionally void. The hcp reported that on (B)(6) 2017 the patient had not felt stimulation in her vaginal area in quite some time. The hcp reported that on (B)(6) 2017 the patient had nocturia one time. The hcp reported that on (B)(6) 2017 evaluation with the patient¿s programmer showed an amplitude of 1.4 and evaluation with the master programmer showed her battery had a life of 13-24 months. The hcp reported that on (B)(6) 2017 when increasing the amplitude, she began to have sharp pain on the outside of her right hip. The hcp reported that on (B)(6) 2017 the amplitude was adjusted to 1.7 but the patient may decrease it to 1.4 if the pain continued. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss or change of therapy. They were having trouble urinating. If they bladder was super full, they went really well. Otherwise, mainly at night when they got up, they were having a severe problem and was also having frequent urination. This started a few months prior to the report. They also noted that they were having some fluid retention in their feet, starting a couple of weeks prior to the report. It was noted that they hadn't felt stimulation for a long time. They were wondering if their implanted neurostimulator (ins) needed to be replaced because the surgeon told them that it had to be replaced in 5-6 years. They used the patient programmer (pp) and there was no indication that the ins was low. It showed the ins was on program 1 at 1.2 volts (v). The patient thought they were at 2.4 v before, so they increased to 1.4 v. They were going to monitor their symptoms and increase more, if needed. They were going to ask a healthcare professional (hcp) what they should do. Additional information received from the patient indicated that the patient having trouble using the bathroom and emptying their bladder led to the loss of stimulation and therapy. As a step to resolve the issue, the setting was changed. It was better, but not resolved. The patient mentioned that they would contact the healthcare provider(hcp). It was noted that the patient had a medical problem causing some of the problem, and the hcp told them it could reoccur. There were no further complications reported as a result of this event.